Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors were consistently failed. A field service engineer identified the recurring issue and replaced the latches on all four doors with a new version. A hardware test application (hta) test run was successfully completed, and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was kept failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.